Event description:
On (B)(6) 2016, a reintervention was performed to repair a proximal type I endoleak and a distal type I endoleak of previously implanted conformable gore® tag® thoracic endoprostheses using two ctag devices. Final angiography showed the persistent proximal type I endoleak, which was left to be monitored. On (B)(6) 2016, the patient was diagnosed with superior mesenteric artery (sma) embolism and treated with administration of thrombolytic agent. On (B)(6) 2016, the patient expired due to the embolism of the sma. The physician reportedly believes the catheterization during the reintervention contributed to the release of thrombi from the aortic wall, leading to the occlusion of the sma and the death.

Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. (B)(4). Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to embolism and death.

Event description:
On (B)(6) 2016, the patient underwent an endovascular repair of a distal aortic arch aneurysm with a conformable gore® tag® thoracic endoprosthesis. Prior to the implantation of the device a debranching surgery was performed on the aortic branches. The left subclavian artery was also coil embolized. A tgu404020j/14339647 was then implanted across the ascending thoracic aorta and descending aorta. It was reported that in order to obtain long enough proximal neck, the distal neck length became slightly shorter than intended. The procedure was concluded with no reported issues. The patient tolerated the procedure. On (B)(6) 2016, a reintervention was performed to repair a proximal type I endoleak and a distal type I endoleak using two ctag devices (tgu454515j/13606384-proximal, tgu454520j/13518811-distal). Final angiography showed the persistent proximal type I endoleak, which was left to be monitored. Postoperatively (on an unknown date), the patient expired due to the embolism of the superior mesenteric artery. The physician reportedly believes the catheterization during the reintervetion contributed to the release of thrombi from the aortic wall, causing the occlusion of the sma.